Manufacturer narrative:
Product event summary: analysis confirmed noisy ECG signal due to loose ECG connector on the link electronic module (lem) circuit board, as a result the lem board was replaced and calibrated. It was also noted that the stylus connector was damaged on the main processing unit circuit board, the system fan was noisy and the power supply fan was noisy.

Event description:
It was reported there was noise noted on the ECG (electrocardiogram) leads. The patient ECG cable was replaced, but it did not resolve the issue. A connection issue, where the patient ECG cable inserts into the programmer, was suspected. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.